Manufacturer narrative:
Due to character limitation, below field are added from e1- event site full name : (B)(6). Event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during on-site inspection by the getinge fse that the cardiosave intra aortic balloon pump (iabp) check iab catheter alarm occurred.there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11. Corrected fields: e1 (initial reporter name, event site email), e3, e4, g2.

Manufacturer narrative:
Updated fields - b4, e1 (initial reporter, event site telephone), e3, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. Due to character limitation, below field are added from e1- event site telephone - (B)(6). Corrected fields - h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, went to the user's site and confirmed that the machine failure was caused by a problem with the drive valve group. We needed to replace the drive valve group and gave the customer a quote. On (B)(6) 2025, the customer said that the process was still going through and the repair would be done after the process was completed. Customer temporarily abandons repair.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. Corrected fields: h6 (type of investigation, component codes). A getinge field service engineer (fse) inspected the unit and confirmed that the machine failure was due to a problem with the drive valve assembly. The fse replaced the drive manifold assembly. The fse performed factory specified tests to ensure it met clinical requirements and delivered it to the customer. The failure analysis and testing dept. Received manifold, drive with a reported unit failure of, alarm and automatic inflation failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed manifold, drive into the cs300 test fixture and tested the drive manifold to factory specifications per the procedure. The fat dept. Performed the k6, k6a, k7, k8 leak test. The leak test performed to factory specifications. The fat dept. Then proceeded to boot the pump up into the clinical mode to perform an autofill. The unit autofilled, however k6 solenoid was very noisy than normal when it was venting during the autofill process. This is not the normal autofill process. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure.